Event description:
See initial report.

Manufacturer narrative:
H10: based on the information provided, the most likely root cause of the reported event, which necessitated the replacement of the cpu board, appears to be an electronic component failure. This conclusion is supported by the fact that the device's service history review did not identify any similar events, indicating that this occurrence was not part of a broader trend. Electronic board failures can stem from various factors, including exposure to heat, dust, and moisture, accidental impacts such as drops and falls, power overloads or surges, as well as variability in micro sub-components. Given the absence of a clear pattern or trend in reported events and the successful resolution through cpu board replacement, it is reasonable to attribute the issue to a specific electronic component failure rather than systemic issues with the device.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the sorin centrifugal pump. The incident occurred in united states. The customer biomed, replaced the cpu board, and solved the reboot issue of the scp panel. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, s5 console, rebooted while on bypass for 10-15 seconds. There was no report of any patient injury.